Manufacturer narrative:
(B)(4). Broken cuvettes segment. An investigation was conducted to evaluate this issue. The ict module was dripping and was replaced by the customer. An abbott service engineer (fse) inspected the instrument and found that the r1 probe wash chamber flowed over and the probe was replaced and calibrated. The fsr also replaced the reagent side poppet valve and bellows. The fsr replaced broken cuvette segment which the fsr noted that the discrepant results were generated from samples run in this segment. No additional incidents for this analyzer were identified and no adverse trends due to discrepant results similar to this incident were also identified. Based on the investigation results, no product deficiency was found related to this incident. The customer was referred to the operators manual where such an issue is discussed along with the corrective and preventive actions.

Event description:
The customer stated that the architect analyzer has been generating discrepant patient results for the na, ldh, urea and total protein assays. The customer provided one example of discrepant sodium results from one patient sample. An initial sodium result of 111 mmol/l was repeated within the assay normal range at 142 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete. The causative agent has been changed from the architect i2000 analyzer (B)(4) to the architect c8000 analyzer (B)(4).